Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The cause of the thrombus was not determined since product was not returned and all the necessary information was not provided.

Event description:
The user facility reported a 67-year-old female placed on impella cp for mechanical circulatory support due to a non-st-elevation myocardial infarction (nstemi). The physician attempted to perclose the right femoral artery (rfa) impella site but failed. The physician was able to obtain contralateral left femoral artery (lfa) access. A thrombus was identified in rfa. The patient was then taken to the or for thrombectomy and possible surgical repair of the artery.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.